Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of nine (9) months due to unknown reason. The explanted valve was replaced with another 25mm 3300tfx aortic valve. The patient was in recovery post-operatively.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.